Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: march 8, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: no complaint lens was received for evaluation. Visual inspection under magnification revealed plunger rod damage consistent with excessive force during lens advancement. No additional defects (including cartridge and cartridge tip damage/crack) or assembly issues were observed before and after disassembling the handpiece for evaluation. No complaint lens was received for evaluation. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age and weight: unknown. If implanted; give date: unknown/not provided. The lens remains implanted. If explanted; give date: n/a (not applicable). The lens remains implanted. Initial reporter telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site as it remains implanted; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that there were no other complaints for this po. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the cartridge broke and the chip entered the eye at the time the intraocular lens (iol) was being inserted into the eye. The chip was removed from the eye and there was no report of patient injury or health damage.